Manufacturer narrative:
He insulin pump has been returned and evaluated by product analysis on 12/19/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Investigation was unable to reproduce the alleged intermittent power issue. Review of alarm history confirmed multiple incidents of pump reboot. Investigation found the battery cap measurements were within specifications and was able to tighten properly onto the battery compartment. The battery compartment was intact and there was no evidence of moisture contamination in the battery compartment. The pump powered up to a clear functional display screen with the appropriate audio and vibration alerts. The pump was exercised for 24 hours without incidents. When the pump casing was opened, no defects were found with the internal power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter, the patient¿s father, contacted animas to report the pump had intermittent power and was re-booting. The reporter noted no damage or corrosion seen on the pump or battery compartment and the battery cap was secure and tight. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.